Event description:
It was reported that the ilet exhibited rapid battery depletion, with the battery dropping from a full charge to a low level within a day after initial use. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy requiring medical care. Investigation included user education and troubleshooting by phone. Investigation of this case revealed that the device displayed unexpected battery consumption without associated alerts or alarms. It was concluded that a device malfunction related to battery performance is suspected, and replacement would be indicated if depletion recurs after a full recharge.